Manufacturer narrative:
Manufactures investigation conclusion: the report of bleeding from apical cuff site could not be confirmed through this evaluation and a specific cause for the reported event could not be determined through this evaluation. The account reported that during implant, the surgeon did not like the initial pump position. The surgeon unlocked the pump, repositioned it, and locked it into position. Before closing the chest, the surgeon noticed bleeding but was unable to locate the location. The surgeon irrigated the pump and watched for bleeding. The surgeon put surgical powder around the apical cuff sutures where bleeding was observed, and the bleeding stopped. The patient was transfused (B)(4) unit of blood plasma and (B)(4) units of packed red blood cells. The patient remains ongoing on ventricular assist device (vad) support with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the doctor expressed concerns about the connection between the apical cuff and hm3 (heartmate3) pump after the implant. During the implant, the physician had connected the pump to the apical cuff and filled the ofg (outflow graft); however, did not like the position, unlocked the pump and repositioned the pump and locked it into position. Before closing the chest, when looking for bleeding the physician could not see directly where the oozing was coming from. The physician irrigated and watched, then put surgical powder around the apical cuff sutures where some bleeding and the oozing showed from the metal to metal interfaced of the pump and apical cuff prosthesis, while closing the chest, in which the physician felt would stop. Labs were sent. Coagulation studies were elevated and corrected with 2 fresh frozen plasma (ffp), cryoprecipitate, and desmopressin (ddavp). Oozing out of the chest tubes greatly decreased and patient was transported to the cvicu (cardiovascular intensive care unit) in stable condition. The patient was reported to be anemic post operatively requiring 4 units packed red blood cell (prbc) transfusion and 1 unit of ffp. Acute respiratory failure post operation with hypoxia and hypercapnia reported and the patient was intubated. The reported bleeding with start date of (B)(6) 2021 resolved without sequelae on (B)(6) 2021. No additional information was reported. Heartmate 3 pump reported in MFR# 2916596-2021-00877.